Event description:
It was reported that the customer experienced a continuous glucose monitor (cgm) error 42 with their pump, which occurred again within 24 hours. There was no adverse impact to the customer¿s blood glucose level. The customer will continue to use their current pump for insulin delivery.